Manufacturer narrative:
Further review of the nxt platform's log files indicated an estimated extra-large patient size, approximately 52 inches in circumference. This is about 93% of the maximum circumference that the nxt platform can accommodate. The nxt band take-up length is computed from the patient size information, and the logs show that the platform applied the targeted band take-up as intended. The force of compression was calculated to be near 150 lb. Per inch of travel, and the estimated compression depth was close to 2.11 inches anterior-posterior chest depth, within the platform specification. Therefore, the reported complaint of insufficient compression depth was not confirmed.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the reported complaint that the autopulse nxt platform (B)(6) unexpectedly stopped after delivering approximately 15 minutes of compressions was confirmed in the archive data but was not confirmed during functional testing. The reported complaint that the compressions might not have been deep enough was not confirmed in the archive data or functional testing. A review of the nxt platform archive data showed no hardware faults. However, the following faults related to the depleted battery were present in the archive around the reported event date: fault 1160 (fault_vpack_low_batt_volt): low battery voltage detected, compressions stopped. Fault 1225 (fault_batt_range_chec): battery low or shutdown out of range or inverted. Both of these faults are related to the battery being depleted. The battery was 88% charged at the beginning of the deployment, and 4% charged when the fault was triggered, after the nxt platform had been used for 16 minutes. The platform did shutdown due to a very low battery, confirming the reported complaint. The autopulse nxt platform passed preliminary functional testing without any fault or error. As a customer accommodation, zoll replaced this autopulse nxt platform. Therefore, this platform will not be returned to the customer.

Event description:
During a patient call, the fully charged autopulse nxt battery (B)(6) with 4 solid green leds was used in the autopulse nxt platform (B)(6). The customer reported that after intubating the patient, they observed an end-tidal co2 level of 5 mmhg. The autopulse nxt platform unexpectedly stopped after delivering approximately 15 minutes of compressions at maximum capacity. The crew then initiated manual CPR, which resulted in end-tidal co2 levels rising to between 25 and 50 mmhg. According to the customer, the nxt platform did not display any symbols or leds when the issue occurred, but the nxt battery was blinking on its last bar. The customer mentioned that the compressions might not have been deep enough. Despite the patient weighing around 250 lbs. And the band being adequately sized with no fitting issues, the band seemed to lack the necessary depth for effective compressions. The sequence of events included transferring the patient from their residence to the ems vehicle, during which the battery ceased functioning before transportation. Manual CPR was performed for the rest of the call. No consequences or impacts on the patient.